Event description:
The customer reported to philips that a person was injured inside the MRI room. During the process of getting a patient off the table, the sister of the patient entered the mr magnet with a non MRI safe wheelchair, which was attracted to the magnet. As result of the attraction, the patient's sister received a laceration in her right arm.

Manufacturer narrative:
This event occurred because MRI safety standards were not followed by bringing a non-magnetic wheelchair into the mr examination room. It is stated in the instructions for use that no magnetic materials should be brought into the examination room. The safety directions in the instruction for use contain warnings on this matter. (B)(4).